Manufacturer narrative:
Additional manufacturer narrative: additional manufacturer narrative: b7: other relevant history, including preexisting medical conditions.

Manufacturer narrative:
Corrected data: g5 - combination product. G5 - otc product.

Event description:
Following was reported to gore: on (B)(6)2019 , the patient underwent endovascular procedure to repair occlusion of the right and left common iliac arteries. It was reported that the bilateral common iliac arteries were calcified. Two gore® viabahn® vbx balloon expandable endoprostheses (vbx endoprosthesis) were placed, one in the right and one in the left common iliac arteries. The patient tolerated the procedure. In (B)(6)2019 (date unknown), post-operative follow-up imaging revealed the vbx endoprostheses in the right common iliac artery was compressed. On (B)(6)2019 , re-intervention was performed. A guide wire was inserted into the vbx endoprostheses, ballooned open, and another manufacturer¿s bare metal stent (medtronic everflex¿ self-expanding peripheral stent system) was placed using a kissing technique with no issues.

Manufacturer narrative:
Corrected data: event: describe event or problem.

Manufacturer narrative:
Corrected data: h6. - method code 2.

Manufacturer narrative:
Corrected data: h6. Conclusions code 1.

Manufacturer narrative:
Additional manufacturer narrative: g5 - otc product. G5 - pre-1938.

Manufacturer narrative:
Corrected data: g5 - otc product. G5 - pre-1938. Additional manufacturer narrative: the complaint was for a compressed gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device with partial occlusion and a second vbx device with partial compression. The compressed devices resulted in the need for post-operative repair. The stent portion of the vbx device is constructed of stainless steel. Stainless steel is not able to recover from deformation outside of its elastic range. The compression that occurred was outside the devices elastic range. The communication summary states that the patient suffered from kyphosis (excessive outward curvature of the spine causing hunching of the back). X-ray imaging revealed that the common iliac arteries made contact with the 4th lumbar vertebrae as a result of the kyphosis. The warnings section of the gore® viabahn® vbx balloon expandable endoprosthesis IFU states, ¿as with any balloon expandable stent, placement of the gore® viabahn® vbx balloon expandable endoprosthesis in vessels susceptible to severe external compression may result in permanent compression of the device¿. From the information provided in the complaint the patients previous medical condition of kyphosis likely contributed to the compression of the devices that was observed at the re-intervention.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Reference medwatch #2017233-2019-00815 for other device.

Event description:
Following was reported to gore: on (B)(6) 2019, the patient underwent endovascular procedure to repair occlusion of the right and left common iliac arteries. It was reported that the bilateral common iliac arteries were calcified. Two gore® viabahn® vbx balloon expandable endoprostheses (vbx endoprosthesis) were placed, one in the right and one in the left common iliac arteries. The patient tolerated the procedure. In (B)(6) 2019 (date unknown), the right common iliac artery vbx endoprostheses was partially compressed so was expanded about 2mm.